Event description:
The patient's generator was explanted and returned due to prophylactic generator replacement. During product analysis, contaminates on the trimmed edge of the printed circuit board assembly (pcba) were identified. Electrical testing identified a supply current condition that was indicative of current leakage through the contaminates on the pcba, contributing to premature battery depletion and high current draw. Device history record was reviewed and showed that the device was manufactured using laser routing. The device passed all specifications prior to distribution into the field. No additional relevant information has been received to date.